Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. It was noted that the 'high qc was not done on measuring cell 1 and the low qc was not done on measuring cell 2' on (B)(6) 2019. There were no alarms at the time of the event, but alarms indicating aspiration issues were received earlier in the day."

Event description:
The initial reporter received questionable elecsys hcg test system results for 2 samples from the cobas 6000 e 601 module analyzer. 1 of the 2 samples were reportable malfunctions. The initial result was 1.66 miu/l and the rerun results were 647.0 miu/l, 622.8 miu/l, and 632.1 miu/l. The questionable results were not reported outside the laboratory. The reagent lot number was 3753700 with an expiration date of 31-mar-2020.

Manufacturer narrative:
Based on calibration and qc data a general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.